Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 10/22/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right mentor smooth round high profile 420cc saline prosthesis, catalog: 3503420, serial number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent primary breast augmentation with mentor smooth round high profile 420cc saline prostheses experienced deflation on the left breast prosthesis post procedure. As a result, the patient underwent bilateral removal and replacement with unspecified mentor gel prostheses on (B)(6) 2018.